Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with iphone with ios operating system version unknown. The customer received a "replace sensor" message and was unable to obtain glucose readings. As a result, the customer experienced blurry vision and face swollen and was unable to self-treat, requiring third-party administration of orange juice for treatment. There was no report of death or permanent impairment associated with this event.